Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump history showed multiple low battery and replace battery alarms were recorded. The pump history also revealed excessive battery usage. During testing, the pump powered on and the displayed the ¿verify¿ screen in accordance with normal operation. The battery compartment was fully intact; no cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten to the pump. During testing, no power losses were observed. The pump current draw was found to be out of the required specifications. The pump case was removed and no evidence of moisture contamination was found in the pump. The battery terminal contacts showed no evidence of intermittent contact. Evaluation revealed that a failed display flex was causing high current draws and short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. Reportedly, batteries only lasted one to seven days before they needed to be changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.